Event description:
The end of the broviac catheter had folded over on itself. This access was needed for the patient who had very difficult access for meds and fluids. A 10cc syringe with normal saline was used for a vigorous flush of the catheter in an attempt to straighten the end of the line. The line broke off at the flexion point and traveled thought the vein, ultimately ending up at the juncture of the pulmonary artery and heart. The was requiring a cardiac catheterization procedure to remove the broken fragment of the central venous catheter.